Manufacturer narrative:
The customer¿s report of a system error was confirmed through the returned device logs and replicated. The pcu event logs show that a system error occurs when anesthesia mode is disabled as a result of unplugging the pcu from ac while the options screen is still displaying. Unplugging the pcu causes a pop-up to appear which reads 'anesthesia mode was discontinued.' If the user selects confirm at this time, the malfunction will occur. The event was reported to have occurred at approximately 8:20 pm on (B)(6) 2019 on all 3 systems. The pcu event logs were reviewed for all 3 systems and the error was confirmed on all 3 systems within seconds of each other at 8:20 pm. The pcu error logs recorded malfunctions (error code 800.8000.0 ¿ pcu15 general os failure) at these times. Basically, the systems were running in anesthesia mode and plugged into ac. The steps to recreate the error are as follows: 1) program 1 or more pump modules while in anesthesia mode. 2) select options. 3) while in the options screen, unplug pcu from ac. 4) select confirm to the 'anesthesia mode was discontinued' prompt when ac power cord is disconnected. Press confirm to continue normal operation. 5) system error (error code 255-16-275) occurs. The root cause was identified as a software issue.

Event description:
It was reported that a cardiac case patient had three pcu's and 12 lvp's infusing the following list of medications: top pcu: channel a: epinephrine (0.15 mcg/kg/min); channel b: phenylephrine; channel c: insulin (4 units/min); channel d: plasmalyte (150 ml/hr). Middle pcu: channel a: vasopressin (0.05 units/min); channel b: norepinephrine (not running); channel c: milrinone (0.5 mcg/kg/min); channel d: isoproterenol (2 mcg/min) bottom pcu: channel a: fentanyl (100 mcg/hr); channel b: precedex (0.2 mcg/kg/hr); channel c: propofol (50 mcg/kg/min). At the end of the case at approximately 8:20pm, in preparation of moving the patient from the or suite to the ICU, a staff member pulled the power cords for all three alaris pcu's from the surgical room ac outlets simultaneously when all of the devices shut down and stopped functioning with the pcu's displaying a "system error" message.